Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is there any way to withdraw this complaint? I talked with my physician and his impression was that the dermabond worked fine, that sometimes if it comes into contact with fresh blood it can look like its bubbling, but that this patients real problem was wound necrosis because the flap of skin was avascular from the cut. We referred him to the hand surgeons and don't think we've had any follow-up.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and topical skin adhesive was applied to laceration on finger. The patient experienced bubbling along with exudate immediately upon application, and also felt burning. The patient presented with skin on finger that looks black and leathery, as if burned, and asked how to remove topical skin adhesive. The treatment was up to the expertise of the practitioner. It was also reported by a practitioner that the patient experienced reaction to the topical skin adhesive and patient finger looks burned. The physician opined that the topical skin adhesive worked fine and sometimes, if it comes into contact with fresh blood it can look like its bubbling, but the patient¿s real problem was a wound necrosis because the flap of skin was avascular from the cut. The patient was referred to hand surgeons and no any follow-up was provided. Additional information has been requested.